Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the insert is part of shop order (B)(4). Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements specified at the time of production. There is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ceramic insert chipped at the rim on impaction to the pinnacle shell. The chip was retrieved and the ceramic liner was extracted and replaced. 10 minute delay to surgery. Insert removed and another implanted.